Event description:
On (B)(6) 2019 -(B)(4). Waiting for product investigation review.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
06/18/2019 - tamporj. Waiting for product investigation review. It was reported that the patient called because there was an electrical storm that affected a bunch of electronics in the house. A surge protector connected but the communicator was still damaged and near the electrical cord looked burnt. There were lights on the communicator. The company representative verified that the communicator was plugged into a working outlet and a power cycle was performed. The communicator was replaced and a return label was sent. No adverse patients effects reported.